Event description:
It was reported that incision reopened. Patient had pain. Explant occurred. Issue resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, serial#: (B)(4), implanted: (B)(6) 2004, product type: lead; product ID: 3708360, serial#: (B)(4), implanted: (B)(6) 2020, product type: extension; product ID: 3487a-33, serial#: (B)(4), implanted: (B)(6) 2004, product type: lead. Other relevant device(s) are: product ID: 3708360, serial/lot #: (B)(4), ubd: 21-aug-2023, UDI#: (B)(4); product ID: 3487a-33, serial/lot #: (B)(4), ubd: 16-sep-2008. If information is provided in the future, a supplemental report will be issued.